Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) medical center. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the messages were sending on real time. The technical support specialist (tss) dialed into the server, ran server downtime query and identified that the care fusion coordination engine was sending messages on real time and processed xml in current. Tss also confirmed that the last heartbeat was current, verified the received messages for admit discharge transfer and orders, and confirmed both were current. Tss confirmed that there were no issues with the device, and no further investigation was required. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, new orders were not crossing over. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.